Event description:
It was reported that six weeks post implant, r-waves decreased and the capture threshold increased. X-ray did not reveal dislodgement. The lead was explanted.

Manufacturer narrative:
The complaint was not verified. The lead exhibited normal electrical characteristics. The helix could not be extended due to being clogged with dred body fluid.